Event description:
It was reported that during a pulse generator replacement, the lead exhibited impedance of 200 ohms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.